Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received no delivery alarms. The customer's father stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer's father reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer's father declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.